Event description:
It was reported that the patient was nonunion. The head of the anchorage locking screw broke off in utility plate approx 16 weeks post op. A second screw was found to be broken during revision surgery.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Potential root causes are for example (not exhaustive): - insufficient implant selection - inadequate implant position - overloading - too high torque applied. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient was nonunion. The head of the anchorage locking screw broke off in utility plate approx 16 weeks post op. A second screw was found to be broken during revision surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device discarded by the hospital.